Event description:
It was reported that customer experienced continuous glucose monitor error 42 with sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, performed pump reset with guidance, and error did not appear again, and customer was advised to call back if any further issues occurred.